Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7228626.

Event description:
It was reported that the patient had a significant right sided leg pain since the trial leads were placed. The patient underwent a lead pull, after a day of the procedure. The patients right leg pain subsided, and only felt tingling numbness at the tips of his right foots toes. The explanted devices will not be returned.